Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low out of range impedance and the implantable pulse generator (ipg) exhibited cardiac compass invalid data. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.